Event description:
It was reported that a user experienced a postprandial blood glucose spike to 240 mg/dl after announcing breakfast while using the ilet, with subsequent correction by the algorithm back into range, and that lunch the same day did not result in a spike despite a similar announcement; the cause of the hyperglycemia was unclear. Customer care provided support that included complaint troubleshooting with education. Investigation of this case revealed insufficient information to identify a device malfunction, user error, or external contributing factor. No symptoms during the event reported. Outcomes included no medical intervention. It was concluded that the event was not confirmed to be device related and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.